Manufacturer narrative:
Preliminary analysis of the returned device confirmed proper function in accordance with specifications.

Event description:
The physician reported that during an implant attempt relative to the subject pacemaker, it was not possible to properly connect the associated atrial lead. Specifically, it was indicated that the ratchet noise was not heard when tightening the screw, and when extracting the screwdriver the set-screw remained on the screwdriver tip. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that during an implant attempt relative to the subject pacemaker, it was not possible to properly connect the associated atrial lead. Specifically, it was indicated that the ratchet noise was not heard when tightening the screw, and when extracting the screwdriver the set-screw remained on the screwdriver tip. Another pacemaker was subsequently implanted instead.

Event description:
The physician reported that during an implant attempt relative to the subject pacemaker, it was not possible to properly connect the associated atrial lead. Specifically, it was indicated that the ratchet noise was not heard when tightening the screw, and when extracting the screwdriver the set-screw remained on the screwdriver tip. Another pacemaker was subsequently implanted instead.